Event description:
Hcp reported pt presented with no pain relief. A rotor study was done which showed a rotor stall. The pump explanted and replaced in 2004. The pump was returned to the manufacturer for analysis.